Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other prostar xl devices were filed under separate medwatch manufacturer reports.

Event description:
It was reported that after an unspecified procedure in the operating room, arteriotomy closure of an unspecified vessel was attempted using three prostar xl devices. Reportedly, each of the three prostar xl devices did not deploy correctly. It was not specified how hemostasis was achieved. It was not specified if the operator was trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned in the needle back-down position. Because the needles and sutures were not returned with the device, the scope of this investigation was limited and the reported product experience could not be confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.